Event description:
Customer requested an event log review for an under infusion of chemotherapy. Customer stated that a cytarabine infusion was started on the pump module at about 0400. When the nurse went into the room later, she noted that the pump was on but the chemo drug had not infused. When she pushed start again, the system went to the main display but would not start. This caused a delay in the chemo infusion. The pc unit was unable to be shut down. The pump module was on the right side and there was a syringe module attached to the left side. The syringe module was able to be programmed but would not start as well. Biomed received the devices and removed the pump module from the right side. He was then able to turn off the system. He noted that the male iui on the pc unit had corrosion. Light greenish color was noted on the second pin of the left and the second to the end pin on the right. He then reattached the pump module and everything worked fine. He is sending in the event logs and data set for review. No medical intervention was required. Although requested, no additional pt or event info provided.

Manufacturer narrative:
(B)(4). The event logs have been received. A follow up report will be submitted with results once the investigation is completed.